Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected troponin I results from a single patient sample were obtained using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Due to insufficient historical quality control results, a performance issue with vitros tropi es reagent lot 1830 cannot be ruled out as a contributing to the event. The customer is processing the samples outside of the sample collection device manufacturer¿s recommendations, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained two non-reproducible, higher than expected troponin I results from a single patient sample using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system. Patient result: 6.05 and 6.03 ng/ml vs. 0.022 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result of 6.05 ng/ml was reported from the laboratory, however, no treatment was given, changed, or withheld based on the reported tropi es result, and there was no allegation of patient harm as a result of the event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).